Event description:
It was reported that this left ventricular (lv) lead exhibited crosstalk oversensing of the atrial signals. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed multiple times, but the crosstalk is still present. Technical services (ts) suggested another reprogramming option. The lead remains in use. No adverse patient effects were reported.